Event description:
A healthcare professional (hcp) reported the patient missed their refill in (B)(6). The pump had been refilled on (B)(6) 2013. The patient was then a no-show for more appointments, including one in (B)(6) when the pump was to start alarming. The patient had refused to come in for a refill in (B)(6). The patient called their healthcare provider and reported that the pump had been alarming since (B)(6) 2014, the low reservoir date. The patient requested a refill. The patient reported having a headache, frontal lobe pressure, and facial spasms. It was calculated that the pump would be empty as of (B)(6) 2014 so it was thought to be not related to the intrathecal baclofen. The pump had not yet been interrogated. The patient stated they had no withdrawal symptoms, and a nurse thought the facial spasms were related to the patient¿s psychiatric medication, and they were not concerned since the patient was started on cogentin. A doctor reviewed the case and recommended a pump and catheter explant. The patient had been working toward this prior to their no-shows between (B)(6) 2014. The pump contained lioresal. The patient¿s outcome was reportedly unknown.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).